Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine 38.7 mg/ml at 10.33 mg/day and morphine 55 mg/ml at 13.351 mg/day via an implantable pump for spinal pain. It was reported the pump was moving around a lot and the healthcare provider (hcp) had to scan the pump to locate the orientation of the pump prior to filling the pump. The hcp was concerned about the catheter kinking. The event date was noted to be (B)(6) 2015. At the patient's last pump replacement, the patient was told he received a "kinkless" catheter. A request was made to confirm what catheter was implanted. The reporter was to follow-up with the hcp to discuss concerns. Additional information was later received that the patient thought she was having problems with her pump line since (B)(6) 2016 because she experienced chills, stomach cramps, hot and cold (minor withdrawal symptoms). It was noted the patient had experienced full withdrawal in the past when the catheter line came off from the pump (reference regulatory report number 3004209178-2016-05757), and knows what it feels like. The patient does not have transportation to keep the pump refilled, and wants to get weaned off because of the challenges she faces right now with her husband's health and eventually going to (B)(6) to live with her daughter. The patient noted her pump refill was scheduled for (B)(6) 2016, and they want to see if the patient has a virus. The patient noted the pump has been wonderful and that she is just in a terrible spot with her transportation issue. The patient was advised to contact her hcp regarding being weaned off the pump and the next steps.

Manufacturer narrative:
The following previously reported device codes no longer apply. All previously reported patient codes were updated.

Event description:
Additional information was received from a health care provider. It was reported that the patient had lost a lot of weight which contributed to the pump movement. As an intervention, the patient was told not to lose too much more weight. The patient did not experience any symptoms related to the pump movement. The symptoms that the patient had reported (e.g. Minor withdrawal symptoms) resolved two days later. The health care provider noted they were possibly a gastrointestinal virus. There was no issue with the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.